Event description:
Caller reported that the t:slim x2 pump battery would not charge and the screen remained dark. As a result, the caller's blood glucose level displayed "high," although the specific value was unknown, and the customer administered a correction injection via mdi. Technical support attempted various troubleshooting steps, including using different charging cables and adapters, but the issue persisted, leading to the decision to replace the pump. The customer will use mdi as backup therapy until the replacement pump, equipped with updated software, is received. Instructions for returning the faulty pump and using the replacement were provided and acknowledged by the caller.